Event description:
A report of leaking issues on a hi-lo evac endotracheal tube. A patient with a diagnosis pneumonia was on a hi-lo evac endotracheal tube. Secretions were leaking out of the top portion of the endotracheal tube. The patient was re-intubated for secretion control. The sample associated with this complaint was discarded.